Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coil was placed inside the posterior communicating artery (pcom) aneurysm and detached, the pusher wire was pulled back. However, the physician noted that 3cm of the main coil came back in to the microcatheter; the microcatheter access was lost and 3-4cm of coil was protruded out of the aneurysm. Then the blood flow dislodged the entire coil in to the middle cerebral artery (mca. The coil was safely removed using a snare. Five more coils were successfully implanted into the aneurysm and the procedure was completed. The patient developed a minor stroke and the physician believed that the patient should recover. The physician stated that it was not clear what the cause of the stroke was: the coil migration or the thrombus noted during the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available the exact cause of the device issue cannot be determined. However, the vessel thrombosis and stroke are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the coil was placed inside the posterior communicating artery (pcom) aneurysm and detached, the pusher wire was pulled back. However, the physician noted that 3cm of the main coil came back in to the microcatheter; the microcatheter access was lost and 3-4cm of coil was protruded out of the aneurysm. Then the blood flow dislodged the entire coil in to the middle cerebral artery (mca. The coil was safely removed using a snare. Five more coils were successfully implanted into the aneurysm and the procedure was completed. The patient developed a minor stroke and the physician believed that the patient should recover. The physician stated that it was not clear what the cause of the stroke was: the coil migration or the thrombus noted during the procedure.